Event description:
It was reported from a clinical study that a patient had an initial right medial knee unicondylar arthroplasty approximately one year ago. A month ago the patient was converted to a total knee arthroplasty due to persistent pain and malalignment. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D-10 oxf uni cmntls tib sz c rm, item# 166575, lot# 7246480. Oxford ph3 cementless fem sz m, item# 154926, lot# 7349086. G2 ¿ foreign ¿ netherlands. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00092, 3002806535 - 2024 - 00093 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the complaint histories identified additional similar complaints for the item ref. (B)(4), no additional related complaints for items ref. (B)(4), and no additional similar complaints for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. The review of the initial notes identified an uncemented initial medial knee hemiarthroplasty without complications. Review of the revision notes identified a revision due to malalignment and persistent pain, without complication. No contributing factors to the event were found. Radiographs were provided and reviewed by a radiologist. The review of the immediate post-op images demonstrates anatomic alignment of a medial unicompartmental arthroplasty without abnormality. An interval change in position of the tibial implant which appears slightly rotated and subsided was identified. A lateral view would be of value for better characterization of the implant position. There is no fracture. Finally, a review of the x-ray in the standing position, revealed the tibial implant appearing again malpositioned but unchanged. There is pelvic obliquity higher on the left. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.